Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1610001p, medical device expiration date: 2021-09-30, device manufacture date: 2016-10-04. Medical device lot #: 1604010p, medical device expiration date: 2021-03-31, device manufacture date: 2016-04-07.

Event description:
It was reported that a bd plastipak¿ sterile luer slip syringe had vapor in the packaging. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: no sample nor picture have been received for investigation. Ten retained samples of lot 1604010p and ten retained samples of lot 1610001 are evaluated. Upon visual inspection of these 20 samples no vapor or water drops can be observed inside the blisters. Syringes are inspected at 10x not observing neither any vapor. DHR of lot 1610001p and lot 1604010p has been reviewed not finding any annotation or deviation regarding the alleged defect. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection: molding: 2 injections per shift. Printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet functional inspection: printing: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Since no issues were identified and manufacturing records established that all production and quality processes were carried out normally, and since no defect has been found in retained samples evaluated, the root cause of the alleged defect cannot be determined.

Event description:
It was reported that a bd plastipak¿ sterile luer slip syringe had vapor in the packaging. There was no report of exposure, serious injury or medical intervention.